Event description:
Boston scientific crm received info that during a lead revision procedure, this dextrus atrial lead was explanted due to dislodgement. A new lead was successfully implanted. No adverse pt effects were reported.